Manufacturer narrative:
Product ID 37603, serial# (B)(4), implanted: 2015 (B)(6); product type implantable neurostimulator product ID 3387s-40, lot# va0r12w, implanted: 2015 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 3708660, serial# (B)(4), implanted: 2015 (B)(6); product type extension product ID 3387s-40, lot# va0r12w, implanted: 2015 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2015 (B)(6); product type extension. (B)(4).

Event description:
The healthcare provider (hcp) reported via a manufacturer representative (rep) that the batteries migrated inferiorly. The patient's indications for use were essential tremor and movement disorders. The cause of the migration and any interventions were not reported, so additional information was requested. If additional information is received a supplemental report will be sent. Refer to manufacturing report #3004209178-2015-08238 as it pertained to the left ins and extension issues.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care professional (hcp) and company representative reported the patient had pain and lost symptom control. They did not know when it started. The x-ray was taken and could visualize the patient was twiddling the generator. The patient's device was turned off and they recommended seeing a psych physician. The patient declined to do so. At the time of report the patient was not scheduled for revision. The patient also had a revision surgery due to the patient not liking the generator pocket and also the location of the extension. After the revisions the patient was doing fine and receiving therapy.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a company representative reported the patient had an extension revision performed at the end of (B)(6) 2015. They also had bilateral pocket revisions because the generators were so low and close to her breast. They were moved up so it would be more comfortable for her. Impedances were performed in the operating room and all were within normal limits.